Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with (B)(6) and (B)(6) in a patient coincident with dianeal, unknown bag, and physioneal, unspecified product, therapies. On an unreported date, the patient began treatment with dianeal, unknown, 1 bag (dose, frequency and lot numbers not reported) and physioneal, unspecified product, used for a mid-day exchange, (dose, frequency and lot numbers not reported), intraperitoneally (ip), for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis, requiring hospitalization that day. On an unknown date, the patient began remedial treatment with vancomycin and tazidif (ceftazidime). At the time of this report, the patient remained hospitalized, remedial therapy was ongoing and the outcome of the event of bacterial peritonitis was not resolved. Action taken with dianeal and physioneal was unknown. Medical history and concomitant medications were not reported. The physician believed the event of bacterial peritonitis was related to dianeal, however, did not provide an assessment of causality in relation to physioneal.